Event description:
The area rep called indicating that during a visit at the facility the physician reminded him of difficulty they were having about a year ago with the double lumen polyurethane central venous catheter. The physician indicated that they had used 3 catheters on a young female pt who was in a lot of pain and was very difficult to handle. The wire guide did not move smoothly and they had difficulty removing. The pt has since come in and x-rays were done showing a piece of wire guide about 1 inch remaining in the vein. The area rep asked if they had to pull the wire guide out causing the breakage. The physician was not sure. The physician indicated there is no way the fragmented piece could be removed, it will just become a part of the vein.

Manufacturer narrative:
(B)(4). No product was returned to assist in this investigation. This device is inspected 100% for bends, kinks, adequate joint strength, correct outside dimension and other surface imperfections prior to transport. In addition each wire guide comes with an attached caution label which illustrates; "withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage." In previous complaints we have found possible causes to include damage to the wire guide associated with withdrawal through the needle (per the provided warning label) or other instrument. Less frequently, pt anatomy makes withdrawal of the wire guide difficult resulting in separation when the force exceeds design specification. In this specific case the event description does offer any additional evidence of contributing factors. We will continue to monitor for similar complaints. Per quality engineering risk assessment (qera) there is insufficient risk to take additional action at this time.